Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6). Same case as MFR report #: 2134265-2016-07468. It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2003, two taxus stents were placed in the rca (right coronary artery). In (B)(6) 2011, the subject presented due to stable angina (ccs classification 3) and was referred for cardiac catheterization. In-stent restenosis of previously placed taxus stents in rca extending from proximal rca into distal rca with 95% stenosis and was 45 mm long with a reference vessel diameter of 3.5 mm. This was treated with pre-dilatation and placement of a 3.50mm x 32 mm and 3.50mm x 24 mm promus element stents with 0% residual stenosis. Further the subject was treated with other promus element stent in lcx (left circumflex). The subject was discharged three days later on aspirin and clopidogrel.